Event description:
The patient was implanted with a siltex saline mammary prosthesis on 7/27/95. Subsequently, the patient experienced a deflation of the device, capsular contracture and infection. The device was removed on 10/26/98.